Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians reported difficulty administering albumin as a secondary infusion where the fluid was slowly infusing or not going through the IV set, frequently needing to pinch the primary IV line with rubber bands to promote flow, yet still encountering slow or absent infusion and intermittent occlusion alarms. The viscosity of albumin was cited as a key challenge, making it difficult to prime through the primary line, leading two of three clinicians to prefer secondary administration due to the small 50ml bottle size. To manage flow issues, clinicians sometimes opened the vent on the IV set. The setup included a bd alaris primary infusion set (saline-primed) and a medline secondary gravity set, with back priming performed before each of the 6¿8 albumin bottles administered. In contrast, one clinician reported no issues when administering albumin as a primary infusion, programming a reduced vtbi (e.g., 25 ml) to account for tubing prime volume. There was no patient harm.